Event description:
Per hosp rep, at the beginning of the case the suction was turned on and described as suctioning large amounts of fluid. Midway through the case the suction was turned off and the pump pressure immediately spiked. The cannula was pulled out and the fluid was described as almost hitting the ceiling. The case was completed and the pt had no reported injuries. The overpressurization only occurred briefly in the joint of the knee.